Manufacturer narrative:
Estimated date of event. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The reported patient effect of stenosis is listed in the xience v, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot # were not provided. Article: angiographic late lumen loss revisited: impact on long-term target lesion revascularization.

Event description:
It was reported through a research article identifying the xience stent that may be related to late lumen loss requiring target vessel revascularization, rehospitalization. There were a total of 21,625 patients in the trials/studies. Specific patient information is documented as unknown. Details are listed in the article, "angiographic late lumen loss revisited: impact on long-term target lesion revascularization."

Manufacturer narrative:
E1: hospital and physician information was corrected.